Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a poor water supply. The device was inspected prior to use, and the intended procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the water supply volume did not meet the standard value due to clogging of the nozzle. The device evaluation found that the nozzle had foreign material due to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent back to olympus for repair, the customer did not know what the foreign material was. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with air and water, there were no abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air and water nozzle with clean lint-free clothes, brushes, and sponges, the customer flushed the air / water nozzle with the detergent solution and it was unknown if there were any concerns about the reprocessing. Additional findings include the following: the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / had a white-clouded area, the air supply volume / the water removal ability did not meet the standard value due to the clogging of the nozzle, the electrical connector had corrosion due to water leakage, the protector of the universal cord on the scope connector side had a scratch, the adhesive around the objective lens was peeled, the objective lens was scratched, the adhesive around the light guide lens was peeled / had a white-clouded area, the plastic distal end cover had a burn, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.